Event description:
On (B)(6) 2014 the patient contacted animas alleging that on an unspecified date he experienced elevated blood glucose (bg) over 250 mg/dl but not greater than 500 mg/dl with burning in the shoulders and vomiting. The patient noted that he had received an occlusion alarm and when trying to prime to clear the alarm, the pump emitted a call service 064 alarm. The patient stated that he did not attempt to deliver extra insulin to correct for the bg excursion. The patient confirmed using the infusion sets per the instructions for use. The patient was reportedly able to clear the occlusion and call service alarms with an infusion set tubing change. However, a review of the pump¿s alarm history showed that the issue was recurring, and the pump was replaced. This complaint is being reported based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy associated with a recurring alarm issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on 06/19/2014 with the following findings: a review of the black box indicated an occlusion alarm had occurred and that at the time of the occlusion, the force was high. The daily insulin delivery totals appeared to be inconsistent due to an unrelated time and date issue. The pump successfully completed a rewind, load, and prime sequence. The force sensor was found to be operating within required specifications. The pump was exercised for 24 hours with no occlusions occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.